Manufacturer narrative:
The field service representative determined a hole in the pinch tubing above the sipper syringe to be the cause. The operator replaced the pinch tubing and performed quality control to verify analyzer was operating within specification.

Event description:
User reports analyzer leaking from the syringes. The leak is on the floor, under and in front of the analyzer. No patient samples are involved and no one has been injured.